Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The case was presented to the pediatric mpr staff and they did not accept the hypothesis of a pump malfunction in the first place. In case of still too significant discrepancies between residual volumes verses theoretical volumes, they will carry out a rotor test. As of (B)(6) 2024, the pump administered baclofen with concentration 2,000.0 mcg/ml at a dose rate of 759.6 mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown baclofen (750 g/24h, unknown concentration) via implanted infusion pump. It was reported that the patient had the pump for about 3 years. The patient had periods of hypersomnia of about 30 hours, every 3-4 months with urinary retention. It was further reported that the hcp had faced with a doubt about a pump malfunction, they performed a CT scan which found a catheter in place and a pump scintigraphy which did not find any particular abnormalities. They had therefore ruled out a possible pump dysfunction that would have been the cause of his symptomatology. The patient hadn't had episodes in 7 months and had another bout of hypersomnia last week. During the last two fillings, the patient had a discrepancy between the theoretical volume and the actual volume of about 3 ml (more actual than theoretical product). The concentration of medication had not been changed for about 6-7 months. There were no underdose symptoms. There were no errors in the logs, except for one MRI in which the pump stalled and restarted as expected. Motor stall had not been identified. The general filling interval was 45 days. It was possible that the symptoms reported by the patient were not related to the pump, or that they were a side effect of another therapy or parallel medical condition. The patient had a rare genetic pathology which means that not all the symptomatology were known. The hypersomnia and urinary retention were not related to filling or other technical procedures.

Manufacturer narrative:
H1: this event is no longer a serious injury due to this update and has been updated/corrected to a malfunction. H6: patient codes (ime) e0130 and e1309 have been updated/corrected to e2403. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.